Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the individual pouch of an unspecified quantity of flexicap disconnect caps were damaged and open. This issue was observed prior to patient us as the customer discovered the damaged flexicap pouches upon delivery of the devices. There was no patient injury or medical intervention associated with this event. No additional information is available.